Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "service required" codes were observed in the ventilator's downloaded error log. The device's power management board, internal battery and system board will be replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported a charging issue with the internal battery, system board and power management board. The internal battery was returned to the quality assurance laboratory for further investigation. During the investigation the root cause of the internal battery not charging was found to be due to a .5vdc cell imbalance. The device's system board and power management board performed to manufacturer's specifications.

Manufacturer narrative:
Device has been evaluated but not repaired, pending customer approval of the estimate.